Manufacturer narrative:
(B)(4). Date sent 9/8/2025 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did any part of the torn pouch fall into the patient? If so, was the part retrieved? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that while removing the specimen retrieval bag from the abdomen, after being deployed and loading the specimen, the the bottom of the bags tore. The procedure was completed successfully with no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) date sent: 9/23/2025. Additional information was requested, and the following was obtained: 1. Please confirm the number of pouch bag that tore during procedure? ¿ two bags tore during the procedure. 2. Did any part of the torn pouch fall into the patient? - yes. 3. If so, was the part retrieved? - yes.